Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 2 samples that resulted negative when using the simplexa covid-19 direct assay. After analysis of the amplification curves, the customer was worried they might be missing a positive result due to some amplification in the s gene and orf1ab targets of these 2 samples that didn't cross the detection threshold. Run analysis of the simpexa results showed the 2 samples in question (sample ID (B)(4) and (B)(4)) had some amplification early on between cts = 1-10, but never crossed the detection threshold. The curves were abnormal and non-sigmoidal and actually decreased as the cycling continued. No evidence of positive results were provided to show the negative result was incorrect. The interpretation of negative on both samples is correct. Batch record review showed the critical component, reaction mix mol4151, lot# x8192n, met all qc release criteria prior to kit release. Mol4151, lot# x8192n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.7 (s gene) and 28.6 (orf1ab) and the internal control avg CT = 32.3. No malfunctions occurred during qc release testing. No false negative has occurred. The issue is not confirmed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 2 samples that resulted negative when using the simplexa covid-19 direct assay. After analysis of the amplification curves, the customer was worried they might be missing a positive result due to some amplification in the s gene and orf1ab targets of these 2 samples that didn't cross the detection threshold. The customer confirmed the suspected false negative results were not reported to a diagnosing physician and no alleged harm occurred. Other than the patient ID numbers, other patient information and sample collection method was not provided.